Event description:
We received an allegation that the free psa elecsys assay results exceeded the elecsys total psa assay results for two patient samples tested on the cobas 6000 e601 module. This medwatch is for the elecsys total psa assay. Please refer to the medwatch with a1. Patient identifier pt-(B)(6) for the free psa elecsys assay. Patient sample 1. The total psa result was 0.302 ng/ml. The free psa result was 0.577 ng/ml. Patient sample 1. The total psa result was 0.371 ng/ml. The free psa result was 0.542 ng/ml.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6).